Event description:
As reported, when a 6-12f mynx control venous vascular closure system (vcd) was removed, the sealant appeared to be at the tip of the device. The physician applied a figure eight stitch and hemostasis was achieved with no harm to the patient. They could not tell if they had aligned the markers on the tension indicator before pressing button one. Preparation was done per IFU protocol. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, when a 6-12f mynx control venous vascular closure system (vcd) was removed, the sealant appeared to be at the tip of the device. The physician applied a figure eight stitch and hemostasis was achieved with no harm to the patient. They could not tell if they had aligned the markers on the tension indicator before pressing button one. Preparation was done per the instructions for use (IFU) protocol. Additional information was requested but not provided. A non-sterile mynx control venous vcd involved in the reported complaint was returned for investigation. Visual inspection of the device showed that buttons 1 and 2 were fully depressed. The stopcock was found in the open position with a syringe attached to the unit, and a non-cordis sheath inserted onto the unit. The sealant was no longer in its manufacturing position as expected due to the activation of the deployment system (full depression of button 1), nor was it returned for this evaluation. The balloon was fully retracted as expected due to the full depression of button 2. Therefore, no abnormal conditions were observed. A functional test could not be performed as the unit was already fully deployed. Nevertheless, the condition of the received device aligns with the expected result of a deployment execution, where the sealant was not in its manufactured position and the balloon was fully retracted. The reported event of ¿sealant-inaccurate placement-complete¿ was not confirmed through analysis of the returned device as it was received fully deployed without the sealant included. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported event of the sealant coming out with the device, especially since both buttons were fully depressed with no anomalies noted to the unit received. However, patient factors (if the patient was very thin) and/or procedural/handling factors (such as not maintaining fingertip compression during removal) are possible. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. Per the mynx control venous IFU, step 3: remove device, which is not intended as a mitigation, ¿fully retract the syringe plunger to lock position in order to draw vacuum. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger to stabilize and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Fully depress button #2 to retract the deflated balloon into the device catheter. While maintaining fingertip compression on the skin, remove the device with procedural sheath from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ it should be noted, if removal of the device is not performed as instructed (with maintained fingertip compression and realignment with the tissue tract), the placement of the sealant could be affected. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.